Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power module battery was not present when unboxing the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing backup battery on the power module (serial number: (B)(6)) was not confirmed. Additional information provided stated that the customer suspected that the battery was not inside the shipping box with the power module. It was reported that an alarm activated on the power module due to the missing battery. However, the unit¿s device history records (DHR) indicated that the backup battery was included in the packaging. Although not conclusively determined, it is suspected that the backup battery was misplaced after the power module was shipped. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the power module for damage. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 13jan2022. No further information was provided. The manufacturer is closing the file on this event.